Event description:
Complainant alleged that during a routine shift check by a clinician the device was not able to power-up. Complainant indicated that the device's front panel was worn and that the panel was sprayed with disinfectant but was not wiped off. Since then, the device will intermittently power-up. Complainant indicated that there was no patient involvement in the reported malfunction.